Manufacturer narrative:
Coding was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing morphine. It was reported that the patient wanted the pocket moved a little deeper. The healthcare provider placed the pump deeper resolving the issue at the time of this report. Additional information was provided by company representative stating that they were not aware if the patient experienced any symptoms related to this event. It was reported that the pump just moved closer to the skin due to unrelated weight loss and both the patient and healthcare provider decided to move the pump deeper to avoid any chance of eroding through the skin. There were no signs of coming through the skin at the time of the pump movement.